Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: the complaint was unable to be confirmed or duplicated. No fault related to the complaint was found. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit was being returned for a potential repeat repair due to a stuck key. Reporter stated, "release key or remove power," and the pump stopped. Reporter added, "error code 141 and continuous beep at the patient's house while trying to use." There was no patient harm/adverse event reported.